Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.50/+1.0/143 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and lens rotation. The lens was repositioned on 21-oct-2021 but the problem was not resolved, so the lens was explanted. The lens was replaced with a longer lens and the problem was resolved. The patient is happy. The cause of the event was unknown. Corrected data: d2: phakic toric intraocular lens, product code: qcb. E1: (B)(6). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The lens was reported as having zero vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Expiration date unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).